Manufacturer narrative:
The first commander delivery system was returned to edwards lifesciences for evaluation. Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure, there was difficulty encountered with the use of the commander delivery system during balloon/valve alignment. A 26mm sapien 3 valve and a commander delivery system was prepped with nominal volume and inserted through esheath. Due to severe tortuosity in abdominal aorta and in descending aorta, the valve was aligned past the aorto-iliac bifurcation on a bend before first kink in the aorta. There was a lot of resistance aligning the balloon into the valve (this was not mentioned until after the case). The valve was successfully aligned and tracked up aorta and across valve. Under fluoroscopy, the valve was aligned with the bottom of markers lined up to the bottom of cusps and position confirmed. Rapid ventricular pacing began, however, the delivery system balloon never inflated and after unlocking the atrion it was noticed that blood had tracked back through the system and into the atrion. At this point the team realized that the delivery balloon had torn and an attempt to withdraw the valve on the commander delivery system commenced. The delivery system was brought down to the abdominal aorta and the team was advised to bring the flex catheter up to the valve and bring the whole system back into sheath. There was a lot of resistance bringing the flex catheter back and the valve was unable to be positioned back into the tip of esheath. At this point most of the delivery system had exited the sheath and the valve was caught up somewhere in right iliac artery. Vascular surgeon performed a surgical cut down and retrieved the valve. The tavr team decided to proceed with tavr on the same side. A 16fr esheath was advanced, a second bav was performed and there were no issues encountered. The valve was aligned with the bottom of the marker lined up to bottom of cusps, under rvp valve was slowly deployed. When rvp was stopped patient went into complete heart block and back-up pacing commenced. The delivery system was safely removed through 16fr esheath. The final valve position was 80:20 aortic:ventricular with mild pvl and no post dilation. The esheath was removed and the access was closed surgically with a bovine patch. The patient left the room with a temporary transvenous pacing wire in place and taken to a step down unit. This is one of two reports being submitted for this case.

Manufacturer narrative:
The 26mm commander delivery system was returned to edwards lifesciences for evaluation. During visual inspection the following was observed: the inflation balloon separated from the crimp balloon due to material failure on the crimp balloon near the laser bond between the two components; the balloon was returned with bunching present on the proximal end; the flex tip was noted to have "gouge marks" present on the distal end. Compression was also noted on the flex shaft near the flex tip during dimensional inspection the crimp balloon and inflation balloon wall thickness measurements met specification. There was no functional testing that could be performed due to the condition of the device (balloon torn). Separate testing was conducted to determine potential root causes for this issue. One study measured valve alignment force when valve alignment was performed in a curved radius, contrary to IFU instructions to perform valve alignment in a straight section of the aorta. The study observed that performing valve alignment at radii of = 4' carries the possibility of the valve "diving" into the flex tip and increasing the amount of valve alignment force required to achieve final alignment position. In addition, a separate study was performed to determine the effects of residual volume, crimping time, and contrast ratio on valve alignment force. The study observed that residual fluid left in the balloon could re-create the inflation balloon to crimp balloon separation, as well. A device history record (DHR) review for the delivery system showed the device met specifications prior to distribution. There were no non-conformances that could have contributed to the complaint. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During balloon manufacturing the balloons are 100% visually inspected by manufacturing and quality for defects and cosmetic appearance under minimum 2.5x magnification. The crimp balloon undergoes 100% balloon dimensional inspection for length, distal ID, proximal ID and wall thickness. It's also 100% visually inspected for general appearance/gross defects under magnification, foreign matter, impurities, contamination, fish eyes, and gel spots. The inflation balloon undergoes 100% balloon dimensional inspection for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. It's also 100% visually inspected for witness lines, foreign matter, impurities, contamination, deformation on the cone, crow's feet, gel spots, fish eyes, and scratches. Balloon burst testing is conducted on a random sampling of balloons, which are destructively tested to determine the burst pressure, as well. During manufacturing, the delivery system undergoes the following inspections: 100% visual inspection of balloon with minimum 8x magnification; 100% air pressure leak test; and 100% visual inspection of balloon under 2.5x minimum magnification while the balloon is inflated for the following: kinks, bends, balloon scratches, separation or damage of bond site and cleanliness. Balloon burst pressure testing was performed on finished devices under a sampling basis during product verification testing for the device¿s lot number; all testing met the statistical acceptance criteria of a lower specification limit. These inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. The reported issues were confirmed based on the returned condition of the device. No manufacturing non-conformities were revealed during the engineering evaluation of the returned sample. The complaint description indicates that valve alignment was performed in a bent section of the aorta (which was noted to be extremely tortuous), contrary to IFU instructions to perform valve alignment in a straight section of the aorta. Performing valve alignment where the delivery system is bent can cause the thv to unseat from the flex tip during alignment and "dive" into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. There's visual evidence that this is likely to have occurred, since the flex tip was returned with "gouge marks" noted on the distal end. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. A study to confirm this condition was performed as part of the investigation, and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Once the inflation balloon and crimp balloon are torn, it can create difficulties retrieving the delivery system, where the torn inflation balloon and thv are unable to be retrieved into the tip of the esheath. In addition, tortuous or calcified access vessels can also cause non-coaxial retrieval angles, which can aggravate any difficulties experienced with delivery system retrieval. While a definitive root cause was unable to be determined, available information supports that procedural factors (performing valve alignment in a tortuous portion of the anatomy) contributed to the reported complaint. Although no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, further risk analysis is being conducted to assess the issue.